Event description:
Reporter alleged the lancet needle did not retract after firing in the softclix lancet device. The customer reported to accidental sticks. A request was made for the return of the suspect device and replacement product was sent.